Manufacturer narrative:
The 1020379-2017-00074 is associated with argus case (B)(4), polident 3 minute.

Event description:
She was in a hurry and she took a sip. [Accidental device ingestion]. Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a male patient who received double salt denture cleanser (polident 3 minute) tablet (batch number 17c060rgc, expiry date unknown) for drug use for unknown indication. On an unknown date, the patient started polident 3 minute at an unknown dose and frequency. On an unknown date, an unknown time after starting polident 3 minute, the patient experienced accidental device ingestion (serious criteria gsk medically significant). On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident 3 minute. Additional information: adverse event information was received on 30 october 2017. Consumer reported about polident 3 minute denture cleanser tablet. He put the leftovers from the water after taking his dentures out in a plastic bottle. He was in a hurry and he took a sip.